Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately 3.5 months later, the patient was noted to have a perforation with pericardial effusion. The lead was explanted and and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead threshold had increased and the pacing impedance had decreased and became low triggering an alert. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.